Manufacturer narrative:
The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Unfortunately, we did not receive the sample for examination in our product evaluation laboratory. Without return of the product, we are unable to perform a complete investigation into the root cause of the reported event. At this time, we cannot confirm the reported issue.

Event description:
It was reported that the cardiac output was inaccurate. Troubleshooting was performed on the monitor several times, but it was unsuccessful. No harm to the patient as the swan catheter was floated on the patient. The flotrac was turned off and the swan catheter readings were followed. The readings were inaccurate with two different values with no error messages observed. No patient harm was reported. The device was discarded.